Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3; reference MFR report#1627487-2018-11519, reference MFR report#1627487-2018-11521. It was reported that the ipg was not replaced (reference MFR. Report# 1627487-2018-09514), since the scs leads were noted to have high impedances at reprogramming. Reportedly, patient has been diagnosed with lung cancer. As such, surgical intervention is pending after the chemotherapy is completed and cleared by the physician.